Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a (B)(6) old male patient weighing 65 kilograms. During the procedure, the guide catheter was retracted for stent deployment, however the stent did not deploy. The procedure was successfully completed with another flexima biliary stent system. There were no reported patient complications. The patient was reported to be in stable condition after the procedure.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the suture hole at the distal end of the push catheter was torn. The suture was not present at the distal end of the push catheter and was not returned for evaluation. The guide catheter was stretched and broken at multiple locations. The push catheter was broken near the proximal end; it appeared the customer cut the push catheter at this location. The distal end of guide catheter was kinked/bent (suture impression). There was no damage to the stent. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.